Event description:
International affiliate reports the disposable perforator's safety mechanism did not work when drilling during a procedure for tumoral neoformation. The perforator continued to turn, causing dura matter laceration and intraoperative bleeding. Coagulation was required to stop the bleeding.